Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted (B)(6) 2016; 6947m62 lead implanted (B)(6) 2016.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received an error message when attempting to pair the cardiac resynchronization therapy defibrillator (crt-d) to the mobile application. The setup was not completed due to an interruption during pairing. An attempt had previously been made in-clinic but the connection could not be made. It was also reported that the mobile monitoring application displayed a "system is temporarily unavailable" message, error 625 indicating setup was not complete, and experienced interruptions during pairing, resulting in an inability to connect the application to the device. The patient declined a second follow-up for troubleshooting. The patient was checked with a programmer and mobile programmer application in the clinic, but the issue persisted. Troubleshooting steps included double-checking the device serial number and information, switching between cellular and wi-fi, power cycling bluetooth, verifying that the account was not set up in patient actions, and reviewing command history, key exchange, and universally unique identifier, with no commands of connection found. The patient was advised to attempt setup again, ensure no in-clinic programmer session occurred within an hour prior, and, if unsuccessful, to have the clinic check device settings including wireless telemetry, serial number match, implant detect status, and device registration. The patient was educated about the process, provided with setup I instructions, and a home communicator was ordered and shipped. The crt-d remains in use. No patient complications have been reported as a result of this event.